Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure on (B)(6) 2017. One clip was implanted without issue. The second clip was placed at the desired leaflet location; however, during the first final arm angle testing, the clip opened approximately 30 degrees. It was then decided to remove the clip and clip delivery system and replace. There was no difficulty removing the cds and no adverse patient effect. One additional clip was implanted without issue. Post-procedure, the mr was reduced from grade 4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported inability to establish final arm angle (faa) was not confirmed. The returned device analysis replicated the device functioned as intended. The investigation was unable to determine a conclusive cause for the inability to establish faa. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.